Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using an unknown sized flexnav delivery system (ds). During the procedure, the valve was able to be implanted. Post-implant, the patient required permanent pacemaker; at an unspecified time, a moderate leak was also observed. The patient was recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small sized flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was 4mm.there was calcification extending beneath the aortic annular plane into the interventricular septum, with very bulky leaflet calcium projecting into the left ventricular outflow tract (lvot). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon and the patient developed rbbb. During the procedure, an incomplete stent opening (iso) was noted but mitigated as per the steps. The valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc). Moderate paravalvular leak (pvl) was noted. Post-implant, a temporary pacemaker was placed to stabilize. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon. Pvl remained with moderate severity. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The following day, pvl was noted to be mild. The patient was discharged.

Manufacturer narrative:
An event of paravalvular leak (pvl) and incomplete stent opening was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of pvl could be due to incomplete stent opening, however this cannot be determined. The cause of the reported incomplete stent opening could not be conclusively determined. It is possible patient condition (calcification presented) contributed to the reported event. However, this cannot be confirmed. Reported regurgitation and heart block appears to be cascading effects of valve under expansion. The reported unexpected medical interventions were result of case specific circumstances as temporary pacemaker was implanted and post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 1721; health effect- impact code: 4624.